Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a low blood glucose event. The customer's blood glucose was 36 mg/dl. The customer also stated she was going low but ignored it. As a result, the customer had a seizure and needed medical intervention. Customer's husband gave her a glucagon shot. The customer was also hospitalized for her low blood glucose. No additional information was provided.